Event description:
It was reported that a user experienced frustration with low and high blood glucose while using the ilet, with time in range about half over a recent two-week period and a documented low of 46 mg/dl after missed meal announcements; the user also expressed concern about the speed of automated correction for hyperglycemia and was advised that if taking an insulin injection for correction, the ilet should be disconnected for at least two hours. Symptoms included fatigue and cognitive slowing described as wanting to sleep and brain shutting down. Outcomes included self-treatment of hypoglycemia with oral glucose and no need for professional medical intervention. Investigation included user education and troubleshooting focused on timely meal announcements and use of back-up therapy when appropriate. Investigation of this case revealed that missed meal announcements likely contributed to out-of-range glucose values, and no device alarms or malfunctions were reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors, including missed meal announcements, rather than a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.